Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was from the right side of the analyzer in the area of the pump module within the instrument. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter field service engineer evaluated the instrument and found diluent leaking from the vent line at pinch valve pv22. The fse stated that solenoid lv28 was not firing causing pv22 not to open. Pv22 provides rinse path from needle to needle vent chamber vc4 in its normal state and opens path from pressurized diluent for needle rinse in its operated state. The fse replaced the diluter interface card (part # 7000024r) and I/o (part # 7000023r) to resolve the issue and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).